Event description:
A customer contacted beckman coulter regarding erroneously elevated and not flagged platelet (plt) result from a single pt that was generated by the coulter lh 750 instrument. The elevated plt result was 217 x 10 to the third power cells/ul. The plt result was accompanied by dimorphic reds flag. The corresponding plt histogram was abnormal. An "r" flag (indicating to review the result) was not generated for this result. The customer re-tested the pt original sample for plt. The plt result was 185 x 10 to the third power cells/ul and was printed with the same as the initial result (dimorphic reds) flag and the instrument generated an "r" flag. The plt histogram was also abnormal. The customer performed a manual slide review for plt and the result was 22 x 10 to the third power cells/ul. The customer confirmed that the 22 x to the third power cells/ul was the correct plt result. No additional event info was provided. The customer indicated that there was no change in pt.